Event description:
It was reported that a patient presented in clinic for follow up when non-sustained lead noise and noise reversion episodes were observed on the rv channel. All noise was detected in a short period of time. No emi source was close to the patient at the ti...

Event description:
It was reported that a patient presented in clinic for follow up when non-sustained lead noise and noise reversion episodes were observed on the rv channel. All noise was detected in a short period of time. No emi source was close to the patient at the time. Device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.